Manufacturer narrative:
Technical support (ts) advised the customer to clean the wash probe every 6 months and to keep up with the maintenance log schedule of monthly probe maintenance, bottle cleaning, and six month decontamination. The customer was also advised to increase her tube clotting time per the analyte application manual's (aam's) suggestion of 15 - 45 minutes. Ts placed two follow up calls to the customer ((B)(6) 2017 & (B)(6) 2017) after reviewing the maintenance procedures and performing and reviewing specimen handling. There were no further reports of low pth results. The probable cause of the event was incomplete maintenance logs & operator specimen handling. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer contacted technical support (ts) to report several pth values at the very low end of reportability (low recovery) with their aia-360. The samples were repeated and then a normal result was obtained. The low values were not reported by the customer. The customer then ran a pth precision test using a plain red top tube, with clotting for 20 minutes, then spinning at 2900 rpm for 15 minutes. Pth was last calibrated on (B)(6) 2016. The reported issue with their aia-360 instrument has the potential of discrepant patient results. There is no indication of any patient intervention or adverse health consequences due to the potential discrepant patient results.